Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had delivery anomaly. It was reported that the pump was not delivering insulin. The customer's blood glucose level was reported to be 329.4mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Installed a water filled test reservoir, and primed pump, verified the units left in the test reservoir and the units left on the display matched 249 units. Set a basal rate for 1 u/hr and monitored the pump for six days,. Several boluses were programmed and delivered; all basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, or basal anomaly noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.